Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Insulin pump error 63 (variable 3) alarmed during self test and pump trace download confirmed pump error 63 (variable 3) due to broken trace at u1 pin6/sda on keypad assembly. Unable to verify audio/absence of alarm during self test due to pump error 63. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received power error detected error. The customer's blood glucose level was 266 mg/dl. The customer reported that the internal power source was unable to charge. The alarm was cleared. The insulin pump will be returned for analysis.